Event description:
An amplatzer septal occluder was implanted in a patient. The patient recently presented with abdominal pain. An echo was performed and revealed the aso was sticking into the aorta, though the device did not appear to have eroded. The patient was referred to surgery for device removal.

Event description:
The operative report revealed an endothelialized aso with the left atrial (la) disc pushing on the dome into the aortic root. There was tissue present that prevented the device from being outside of the heart. When the device was completely removed, there was a small opening in the dome of the la.

Manufacturer narrative:
The following information has been added and/or corrected: patient information device information implant and event date review of the medical records and imaging by aga's medical consultant resulted in the following findings: this was a pt who was found to have two hemodynamically significant atrial septal defects in addition to mild pulmonary stenosis. The patient underwent cardiac catheterization for the two defects. The superior of the two defects was balloon sized at about 20mm and the inferior defect was balloon sized at about 11mm. An 11mm aso was deployed first in the smaller defect and was kept attached to the delivery cable. An attempt was made to close the second defect with a 20mm aso, however, was unsuccessful. The 11mm device was removed; the delivery sheath was exchanged for a 10f hausdorf sheath and the 20mm aso was replaced with an 18mm aso. The procedure was then successful. The patient then presented several months later with history of chest and abdominal pain. An echocardiogram demonstrated the left atrial disc of the aso protruding into the aorta. A CT scan was performed and showed the device adjacent to the aortic root. A decision was made to remove the device surgically. Intra-operatively, there was no blood in the pericardium. The device was found to be endothelialized and required sharp dissection for removal. A tiny opening at the dome of the left atrium was seen after the device was removed. The opening was repaired and the asd was closed. The patient had an uneventful recovery. According to aga's medical consultant, the device was over-sized to accommodate the two defects, as the follow-up echocardiogram showed a residual shunt inferiorly. The atrial tissue separating the two defects was thin and easily stretchable, causing an inaccurate balloon diameter. As the balloon was inflated, the thin septum stretched toward and into the second defect and erroneously increased the defect size. The superior defect was 11mm by echocardiogram, however, by balloon sizing the defect nearly doubled in size. From the angiograms provided, it appeared that the defects were not sized simultaneously. Simultaneously balloon sizing may have precluded the usage of the large device. The follow-up echocardiogram showed a buckled appearance of the left atrial disc, as it was wedged between the aorta and the posterior atrium, a sign of an over-sized device. The four-chamber view showed the device away from the av valve rim with the av valve rim moving back and forth between the two discs, which also suggested that the device was over-sized and wedged. According to aga's medical consultant, the decision to remove the device was excellent as a perforation can occur several months to years later. In conclusion, this was a difficult case with an unfortunate scenario. In fenestrated defects, the static diameter of the defect should be kept in mind while performing balloon sizing. In this case, the high nature of the defect, the thin atrial septal tissue, an inferior second defect and an over-sized device led to this unfortunate outcome.

Manufacturer narrative:
No additional information has been received, including the device information, when the event occurred or the patient's information. The results of this investigation are inconclusive since the implant echocardiograms or medical records were not provided to aga medical for review. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. Should additional information become available, aga medical will file a supplement report.